Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age at time of event, weight, and ethnicity and race were not provided for reporting. Upc #: 381371161430, lot #: 3370a, exp date: na, UDI #: . Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on december 10, 2020. This is 2 of 2 med-watches being submitted as two devices were involved in this event. See medwatch 2214133-2021-00024. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with j&j band-aid brand first aid hurt free non stick pads. Consumer reported having a reaction to one of the band-aid products and then switched to a different product and did not have a similar reaction. Consumer used 2 (two) band-aids in a day and was using the band-aids after a procedure from a dermatologist. Consumer reported a rash in the area that the pad was on, the symptoms improved after the patient stopped using the product. Consumer visited dermatologist and was prescribed an unknown steroid cream. This is 2 of 2 med-watches being submitted as two devices were involved in this event. See medwatch 2214133-2021-00024. The same patient is represented in each medwatch.